Event description:
Center administrator (ca) reports one incident of a blood leak with a ca-hp 210 dialyzer. This incident occurred about 4 minutes into treatment. The nurse was still at the bedside. At the onset of treatment, per ca, "the pressure built up, the alarm sounded and blood came out of the arterial header. Treatment was immediately stopped." The blood was rinsed back to the pt. Estimated blood loss was 20cc. Treatment resumed with new disposables and a different cobe dialysis machine, and completed without incident. Ca denies any pt injury or medical interventions for this incident.